Event description:
It was reported that during a coronary angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed de novo target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. While performing predilatation, the 2.5 x 15mm apex balloon catheter ruptured at 12atms. The device was successfully removed from the patient. The case was successfully completed with another of the same device. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during a coronary angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed de novo target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. While performing predilatation, the 2.5 x 15mm apex balloon catheter ruptured at 12atms. The device was successfully removed from the patient. The case was successfully completed with another of the same device. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during a coronary angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed de novo target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. While performing predilatation, the 2.5 x 15 mm apex balloon catheter ruptured at 12 atms. The device was successfully removed from the patient. The case was successfully completed with another of the same device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found that a complete balloon circumferential tear occurred. The tear was located at 3mm distal to the distal edge of the proximal markerband. The distal section of the balloon tear was pulled out over the tip. Both sections of the balloon were fully bonded to the shaft. No other damage was present. A microscopic examination of the markerbands, identified no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).